Manufacturer narrative:
Concomitant medical product: hmii system controller, serial number (B)(4). Age of device: 3 years and 6 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a pump stop occurred on (B)(6) 2018 after the patient fell asleep with the vad system connected to batteries. The patient reported waking up and seeing a yellow wrench alarm on the system controller. The patient confirmed not waking up due to alarms or making any changes to power. There was no adverse impact to the patient reported. The manufacturer¿s technical service representative reviewed the submitted log file and confirmed the pump stop that was caused by drainage of the 2 external 14-v lithium batteries followed by drainage of the system controller¿s internal battery. Per log file review, the vad system was connected to a new set of batteries on (B)(6) 2018 at 12:23. The first low voltage advisory occurred on (B)(6) 2018 at 1:45. A low battery hazard alarm occurred on (B)(6) 2018 at 3:10. On (B)(6) 2018 at 4:09, the system controller¿s internal battery supported the system until the pump stopped at 5:10 on (B)(6) 2018. Per the sequence of events, the customer was informed that the equipment operated as expected. Once power was restored, the pump returned to operating at the set speed of 9000 rpm. The customer was advised to perform a self-test on the system controller to confirm if audible tones are generated. No additional information was provided.

Manufacturer narrative:
Sections b5, d4, h4: additional information investigation summary: no product was returned for evaluation. The evaluation of the submitted log file confirmed a total loss of power to the system controller due to depleted external batteries. The log file showed that, on 12jul2018, the low battery advisory alarm became active due to depletion of the external batteries. The low battery advisory had progressed to a low battery hazard due to further depletion of the batteries. The system switched to operation on the backup battery due to the complete depletion of the external batteries. The system continued to operate until the backup battery also became depleted, resulting in a pump stop. The system resumed operating at the set speed when fully charged batteries were connected to the controller. The duration that the pump was off could not be determined. The clock not set alarm became active after pump operation was resumed due to the complete loss of external power. No other atypical alarms were captured. The log file appeared to show the system operating as intended. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: patient was not symptomatic during the pump stoppage. Patient had clock reset alarm, which was reset on the system monitor in clinic. No equipment was exchanged.